Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error e315 and white foreign objects in the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. The most probable cause of the other additional failures is cause not established. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.